Event description:
An internal complaint was initiated following a review of a 2020 scientific publication entitled, "species identification of enterococcus spp: whole genome sequencing compared to three biochemical test-based systems and two matrix-assisted laser desorption/ionization time-of- flight mass spectrometry (maldi-tof ms) systems" by garza-gonzález, e. Et al. The study tested two commercial maldi-tof ms systems and three biochemical-based systems and their ability to identify isolates of vancomycin-resistant enterococci (vre). The study then compared them to whole genome sequencing (wgs). The study tested 87 vre clinical isolates on the microflex system with biotyper software 3.1 and the vitek ® ms system. The biochemical-based systems included the vitek® 2, phoenix, and microscan walkaway systems. Of the 87 vre clinical isolates, wgs identified 71 as enterococcus faecium and and 16 enterococcus faecalis. The vitek® ms system and vitek® 2 correctly identified all 71 enterococcus faecium isolates; however, both identified only two (2) enterococcus faecalis isolates. The vitek® ms system and vitek® 2 misidentified the other 14 enterococcus faecalis isolates as enterococcus faecium. There is no indication or report from the author to biomérieux that the discrepant result led to any adverse event related to any patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
Biomerieux conducted an internal investigation following the review of the publication entitled, "species identification of enterococcus spp: whole genome sequencing compared to three biochemical test-based systems and two matrix-assisted laser desorption/ionization time-of- flight mass spectrometry (maldi-tof ms) systems" by garza-gonzález, e. Et al. Expertise evaluation of medical affairs and r&d concluded that further investigation was needed. Additional information was requested by local customer service since 15jun2020. However, despite multiple attempts no additional information has been provided. The customer did not provide any raw data and without the data no further investigations can be completed.